Event description:
It was reported that patient was having an increase in seizure frequency. Vns was interrogated and changes were made. Vns battery is low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later confirmed that the suspect device has been discarded.

Event description:
It was later reported that patient had a prophylactic generator replacement. The suspect generator has not been received by manufacturer to date.